Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no defects were found with threaded drill guide 2.8 f/screw 3.5 f/v. The dimensional inspection was performed for the threaded drill guide 2.8 f/screw 3.5 f/v, and was found to be in specification. The functional test was not performed due to the absence of mating devices. The complaint condition unable to assemble of the threaded drill guide 2.8 f/screw 3.5 f/v is not confirmed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 03.133.004. Synthes lot # pu149830. Supplier lot # pu149830. Release to warehouse date: 16 dec 2019. Supplier: (B)(4). No ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j employee. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for tibia diaphysis fracture with lcp distal tibial plate and the threaded guide in question. During the surgery, the threaded guide could not connect to the proximal combination hall. The surgery was completed successfully within 30 minutes delay. No further information is available. Concomitant devices reported: unknown lcp distal tibial plate (part# unknown, lot# unknown, quantity 1). This complaint involves (4) devices. This report is for (1) 2.8mm thrdd guide f/ 3.5mm scr va and lcp. This is report 8 of 8 for complaint (B)(4).